Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf180 and sf188). There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed single occurrences of system fault error messages sf 188 indicating a safety assert fault and sf180 indicating a battery charger fault. Battery evaluation found no issues with the battery pack. Based on all available information and previous investigations of similar complaints, the investigation determined that the reported sf180 was possibly due to the device use in a temperature environment below the specified range and sf188 was most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this event. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf180 and sf188). There was no patient injury reported as a result of this incident.